Event description:
It was reported that the user experienced hyperglycemia with a ¿high¿ reading on the ilet pump after a recent supply change, did not perform a confirmatory fingerstick, used insulin corrections, went to bed, and glucose later returned to range; the user asked about refilling the cartridge and was advised to replace supplies instead. Symptoms included hyperglycemia. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.